Event description:
The customer did not state the nature of the product return. There was no patient injury reported. Evaluation of the product found that the nurse call function does not work.

Manufacturer narrative:
(B)(4). Evaluation results: (other)- evaluation of the returned product found that the nurse call function does not work. The voice and mute functions can still be selected even though that function is not working. All other functions work. The battery springs are bent, there is no other damage to the alarm case. (B)(4).